Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal therapy via an implantable pump for an unknown indication of use. The drug, dose, and concentration were unknown. It was reported that the clinician programmer displayed error code 08:08f8:f8-544 (253) while interrogating a pump, and the pump stopped. No complications were noted. The pump serial number(s) were unknown. The error message occurred during very long lasting interrogation of the pump. The patient did not experience any symptoms. The n'vision was switched on and off again. Afterwards, programming was successful. The pump and software card were still in use.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.